Event description:
Information alleged that the head section would not lower when pressing CPR foot pedal. No injury reported.

Manufacturer narrative:
Technician found the head section would not lower when pressing CPR foot pedal due to faulty CPR release valve. Replaced valve to resolve this issue. Bed located in storage.